Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. In 2009, the device was double-counting the ventricular channel and diagnosed vf. It was observed that the r-waves amplituded dropped 10v to 2.6v. A lead dislodgement was suspected to be causing the oversensing. The lead was replaced.